Event description:
It was reported that during a gastric bypass procedure, on the first three firings the clips were not forming. The device was fired, removed, and the clip did not close. They were still open. There was some bleeding, it was controlled by suture. They were able to complete the procedure without any impact to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested. The analysis results of the device found that it was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due to the found condition. Possible causes for the found condition of the jaws may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.